Event description:
Upon chest tube placement, a hemostat in the chest tube insertion tray broke in patient on insertion attempt. SAN54CT473. The broken part of hemostat was removed from patent. Lot# 675935.